Manufacturer narrative:
(B)(4). Date sent: 4/8/2020. Investigation summary: the analysis results found that the b12lt device was returned with the inner seal damaged. The torn piece of the seal was returned inside a bag. The device was disassembled in order to evaluate the condition of the universal seal and the damage was confirmed. No conclusion could be reached as to what may have caused this damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, a piece of the trocar broke off into the patient. The piece appeared later in the case and was easily retrieved. It was not apparent when it broke off. It seemed to be a portion of valve. Surgery was not delayed and was successfully completed with a new device. There were no patient consequences and no other medical intervention was required.